Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had to go to the hospital last week due to high blood glucose. Customer's blood glucose was 1000 mg/dl. Customer stated put back his insulin pump and blood glucose kept going up again. Customer's current blood glucose was 490 mg/dl. Customer stated he had emergency room visit last (B)(6) 2014 due to high blood glucose. Customer stated just got out of the hospital for surgery and noticed his blood glucose was high. Customer had diabetic ketoacidosis and was treated with insulin and fluid drip. Troubleshooting was done. It was found that the insulin pump passed the high pressure test and self test. Customer mentioned the infusion set when he pulled out was not straight, it was not bent but it was curved. No further information provided.